Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that this was a general question from the health care professional (hcp) as they noticed a difference when checking impedances with the new clinician tablet compared to the clinician programmer. The rep noted that this should be fixed so the clinician tablets can test the same voltages ( .75, 1.5 and 3.0v) as the clinician programmers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that the caller was reporting >5000 ohms but therapy measurements were 1800 ohms. The caller received a call from the hcp who tested the patient yesterday with impedance out of range issues, but then after performing therapy measurements normalized. Caller inquired about default settings. Caller indicated the patient had normalized measurements. Unknown if rate and pw same as the 8840. Caller described therapy measurements read 1800 ohms, but on one electrode the measurement saw 5000 ohms. There were no further complications reported.